Manufacturer narrative:
The investigation into the positioning issues has been completed. The pump was not returned for investigation. As per clinical, pump was pulled back into the aorta while removing peel away sheath. The cause of the positioning issue was most likely use related, based on clinical details.

Event description:
The user facility reported a 75-year-old male patient in ventricular fibrillation prior to arriving in cath lab, return of spontaneous circulation achieved in around 30 minutes. Upon arrival to the cath lab, impella cp in place in right fem; patient received drug eluting stent to the left anterior descending artery. The decision was made to leave impella in patient. While removing peel away sheath, the impella was pulled back into the aorta. The physician was unable to advance the impella back across the aortic valve. An 0.035" wire was inserted through the guide wire access port, the impella was removed, the unused 14f 13cm sheath was inserted over the 0.035" wire. The impella was successfully replaced using a bs v18 wire.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.